Event description:
The user received questionable ion selective electrode (ise) results and provided data for 22 patient samples. Of the data provided, the results for 20 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 60 and the repeat result was 138. The initial chloride result was 354 and the repeat result was 104. Patient sample 2 initial sodium result was 122 and the repeat result was 134. The initial potassium result was 3.6 and the repeat result was 4.4. Patient sample 3 initial sodium result was 130 and the repeat result was 137. The initial potassium result was 4.8 and the repeat result was 5.3. Patient sample 4 initial sodium result was 125 and the repeat result was 135. The initial potassium result was 3.5 and the repeat result was 4.4. Patient sample 5 initial sodium result was 127 and the repeat result was 136. Patient sample 6 initial sodium result was 131 and the repeat result was 140. The initial potassium result was 3.7 and the repeat result was 4.2. Patient sample 7 initial sodium result was 131 and the repeat result was 138. Patient sample 8 initial sodium result was 125 and the repeat result was 136. Patient sample 9 initial sodium result was 128 and the repeat result was 138. Patient sample 10 initial sodium result was 129 and the repeat result was 141. Patient sample 11 initial sodium result was 129 and the repeat result was 137. The initial potassium result was 4.0 and the repeat result was 4.5. Patient sample 12 initial sodium result was 118 and the repeat result was 134. The initial chloride result was 114 and the repeat result was 101. Patient sample 13 initial sodium result was 130 and the repeat result was 140. Patient sample 14 initial sodium result was 126 and the repeat result was 134. Patient sample 15 initial sodium result was 128 and the repeat result was 142. The initial potassium result was 3.9 and the repeat result was 4.7. Patient sample 16 initial sodium result was 131 and the repeat result was 143. The initial potassium result was 3.8 and the repeat result was 4.3. Patient sample 17 initial sodium result was 131 and the repeat result was 138. The initial potassium result was 4.7 and the repeat result was 5.2. Patient sample 18 initial sodium result was 131 and the repeat result was 140. The initial potassium result was 3.9 and the repeat result was 4.5. Patient sample 19 initial sodium result was 123 and the repeat result was 137. The initial chloride result was 123 and the repeat result was 101. Patient sample 20 initial sodium result was 128 and the repeat result was 139. All of the initial results were reported outside the laboratory but the patients were not treated or adversely affected. The lot number and expiration date of the sodium, potassium and chloride electrodes were not provided. The field service representative determined there was a salt bridge between the reference electrode and the acrylic block. There was also moisture under the sodium electrode. He cleaned all the salt and moisture from the ise subassembly. To verify the analyzer operation, the user performed calibrations and quality control with all results meeting specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.